Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had questions about infusion set and had a bleeding at site. Customer's blood glucose level was unknown. Customer states the site does not show signs of infection. Customer states there was blood at the site. Customer states site was not actively bleeding at time of the call. Insulin pump will not be returned for analysis.